Event description:
A peritoneal dialysis (pd) patient contact reported the cycler prompted with m31 air detected in cassette warnings during fill 1 of 4 of treatment. The patient was connected during the incident. The contact reported there was a fluid leak inside the cassette module. The contact was assisted with cancelling the treatment and to disregard using the cycler. The contact was advised to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment and to use the cycler the next day, and call if they encountered any issues. Upon follow up, the pdrn confirmed the reported event and stated on the night of (B)(6) 2025 that fluid was noted following the reported m31 air detected in cassette warning cycler alarms during fill 1 of 4 of treatment and during step 9 of treatment as treatment was cancelled. The patient contact cancelled treatment and found fluid in the pump module area and on the external of the cassette. Fluid was also noted leaking from the cassette into the cassette door. The cause of the fluid leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient contacted the on-call nurse for assistance and was not comfortable completing manuals and discontinued treatment on the night of the reported event. The patient has since received a replacement cycler (see (B)(4)) and has resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported the cycler prompted with m31 air detected in cassette warnings during fill 1 of 4 of treatment. The patient was connected during the incident. The contact reported there was a fluid leak inside the cassette module. The contact was assisted with cancelling the treatment and to disregard using the cycler. The contact was advised to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment and to use the cycler the next day, and call if they encountered any issues. Upon follow up, the pdrn confirmed the reported event and stated on the night of (B)(6) 2025 that fluid was noted following the reported m31 air detected in cassette warning cycler alarms during fill 1 of 4 of treatment and during step 9 of treatment as treatment was cancelled. The patient contact cancelled treatment and found fluid in the pump module area and on the external of the cassette. Fluid was also noted leaking from the cassette into the cassette door. The cause of the fluid leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient contacted the on-call nurse for assistance and was not comfortable completing manuals and discontinued treatment on the night of the reported event. The patient has since received a replacement cycler (B)(4) and has resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.